Manufacturer narrative:
The customer requested the part ID for v60 motor controller board. The remote service engineer provided the requested part number and closed the case as parts ID request. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 15feb2021.

Event description:
The customer reported that the unit had a high blower temperature alarm. The customer contacted product support and requested for service repair. The customer reported that the blower motor was replaced before for a similar error. The customer reported that the unit was in use on a patient, but there was no patient harm reported.